Manufacturer narrative:
The axium coil will not be returned for evaluation as it was discarded by the customer; therefore, no definitive conclusion can be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured internal carotid artery aneurysm, this coil was prematurely detached in microcatheter. It was reported that coil was removed from the patient. Total 13 coils were implanted in the patient and procedure completed successfully. No patient injury was reported.